Manufacturer narrative:
UDI - is unavailable at this time. Once the investigation is completed to UDI number will be provided. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that right leg after pci and angio-seal placement had no pulses in recovery. The following information was provided by the user: the doctor is who placed the angio-seal post mi in the right leg. Doppler study showed total occlusion of right superficial artery. Then they called another doctor (ir) to try and snare the device but was unsuccessful. The doctor then did a thrombectomy to try and suck the clot out of the sfa and that was successful. The vessel opened up and the patient continued with normal plan care. Estimated blood loss 600cc during the thrombectomy. It was reported that the patient's pulses were restored; patients underline medical history was not effected due to this event. It was reported that the mi was successful and thrombectomy was also successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.